Event description:
A caller reported a malfunction alarm on the pump, identified as code malf 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level, remaining below 500 mg/dl. Technical support resolved the issue by sending a replacement pump with updated software to the customer and advised on procedures for returning the problematic pump to tandem. The customer was informed about the lack of backup therapy and acknowledged that they would contact their healthcare provider for support.